Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy/turbid pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g, once in every 3 day, intraperitoneal, discontinued on an unknown date) and ceftazidime injection (1g, twice a day, intraperitoneal, discontinued on an unknown date). On an unknown date, meropenem was initiated for peritonitis. At the time of this report, the patient did not from the events. Pd therapy was put on hold and shifted to temporary hd. Same hd is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was initially reported that the patient was started on meropenem injection (discontinued on an unknown date. The patient was restarted on meropenem injection (1g, once daily, intraperitoneal for three days) for peritonitis. It was reported that on an unknown date, the patient was discharged from the hospital. On an unknown date, the pd catheter was removed and hemodialysis therapy remained ongoing. At the time of this report, the patient was not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.